Event description:
It was reported that thrombus occurred. This 33mm watchman laa closure device was selected for a left atrial appendage (laa) closure procedure. The pre-procedural transesophageal echo showed spontaneous echo contrast in the laa. No laa thrombus was present, which was confirmed with contrast injection. No cardiac thrombus was noted during pre-case evaluation. No thrombus was appreciated during the procedure. After the watchman device was implanted and released and the sheath was completely removed, a new thrombus formation was identified in the right atrium. It was decided not to reverse the heparin given during the procedure. Intraprocedural act was 345. 3-4 hours after time of sheath removal, the patient started a heparin drip to resolve the new post procedural right atrial thrombus. The patient had no status changes and was stable before, during and after the procedure.